Event description:
The customer reported "carefusion airlife filter is used to filter medical gas on our ventilator and other respiratory equipment. Had in use on all ventilators when we noticed pieces of the filter flaking off inside the ventilator circuit. We removed all filters from use and replaced all circuits with clean, notified the vendor."

Manufacturer narrative:
(B)(4). Results of investigation: a sample was not received so the complaint could not be confirmed. The device history record for the lot reported was evaluated for any issues related with this customer complaint. The product was manufactured, inspected and released in accordance with internal procedures and no issues were observed. Samples of current production were reviewed by quality personnel and leak test (sampling) was performed and no issues were observed. Complaint identified for submission as an MDR following a retrospective review of (B)(4) self-manufactured complaints under CAPA (B)(4).